Manufacturer narrative:
As the device remains implanted, device was not returned. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Additional physical investigation was not performed on the device. Per the instructions for use of the pump, a possible risk associated with the programmable implantable pump is pump flipping or twisting. It was confirmed that the patient is obese. It was also stated by the clinical specialist that, although the cause of the pump flipping is unknown, the pump was "not in a good location to start with." The clinical specialist stated that the physician normally sutures down the pumps that they implant. Internal complaint number: (B)(4).

Event description:
Clinical specialist contacted technical solutions to report a patient's pump that was flipping. The pump was moved to a different location during a revision surgery because the pump laid in a fold of skin, which somewhat buried the pump.